Manufacturer narrative:
Evaluation summary: the stent had raised and deformed struts on the 9th, 10th, 13th and 14th distal stent segments. The distal tip was slightly frayed .

Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use an endeavor resolute stent during a coronary angioplasty. The device was removed from packaging per IFU. It was reported that stent deformation occurred in vivo during positioning. No injury reported. Please note that this device (endeavor resolute rx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity rx). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.